Event description:
It was reported that unspecified pst blood collection tubes sample transportation of centrifuged barrier tubes impacts certain chemistry analytes causing erroneous results. The following information was provided by the initial reporter: literature review complaint "the authors found statistically significant variations in lactate dehyrogenase (ldh) and aspartate aminotransferase (ast) concentrations following the transport (horizontal or vertical transport) of bd vacutainer® pst¿ tubes." - "routine sample transportation of centrifuged barrier tubes impacts certain chemistry analytes".

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that unspecified pst blood collection tubes sample transportation of centrifuged barrier tubes impacts certain chemistry analytes causing erroneous results. The following information was provided by the initial reporter: literature review complaint "the authors found statistically significant variations in lactate dehyrogenase (ldh) and aspartate aminotransferase (ast) concentrations following the transport (horizontal or vertical transport) of bd vacutainer® pst¿ tubes." - "routine sample transportation of centrifuged barrier tubes impacts certain chemistry analytes".

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. The increased concentrations of ast and ldh in plasma following transportation may be due to cellular contamination of the plasma and the resuspension of cells that remain above the gel layer following centrifugation. This is well known and already referenced in the bd vacutainer® evacuated blood collection system instruction for use (IFU): ¿the presence of cells and platelets in the plasma may lead to increased variability and/ or instability of certain analytes that are involved in cell/platelet-mediated metabolic processes and/or are present in higher concentrations in cells or platelets. Analytes that may be affected include aspartate aminotransferase, glucose, inorganic phosphorus, lactate dehydrogenase and potassium.¿ additionally, the leeching of k+ from cells during repeat centrifugation can contribute to the increase in k+ that the authors observed. The authors recentrifuged the samples, which goes against bd¿s IFU, which states that ¿tubes should not be recentrifuged once barrier has formed.¿ recentrifugation of blood collection tubes with a barrier may lead to mixing of the sample from below the barrier, potentially altering the results. Plasma for testing may be contaminated with cellular components following sample agitation, which may occur depending on the specimen transport process and conditions during transport (e.g., courier transport, transport using a pneumatic tube system, orientation of tubes during transport). An update to the IFU is being implemented to inform customers that the measurement of certain analytes may be affected by cellular contamination in plasma due to other variables, such as the specimen transport process. This complaint is unable to be confirmed. If additional information is made available, this complaint will be reopened to assess the level of investigation needed. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h.10.